Event description:
It was reported that the customer had a motor error alarm while trying to bolus on the insulin pump. The customer's blood glucose level was 230 mg/dl. The customer was trying to rewind it would got thought the reservoir set goes until he places and locks the reservoir, when fill tubing the piston hits the reservoir and then stops. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.